Manufacturer narrative:
(B )(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "during visual and functional examination we found the following: we observed traces of damage on the handle screw with an unsuitable tool, and the pins on the insert were worn due to heavy use and insufficient maintenance / lubrication. The following shipping details were established: the instrument w/ lot l8-01 was shipped to tfx with invoice #2197001 dated 2019/01/04. The original manufacturing lot is 21844173. Device history record (DHR) review: upon review of the device history records for the affected lot number, we can confirm that the correct material and components had been used, and that the instrument met product specifications at release. All process steps were properly documented. A 100% functional test at final inspection passed. Findings: worn out pins on the insert and damage on the handle screw; worn pins due to insufficient lubrication." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "during a nephrectomy performed with the da vinci robot, a hem-o-lok clip remained closed and jammed during renal vein clamping, making it impossible to reopen the clamp, resulting in a significant risk of vascular avulsion. A screw came loose, and the handles detached. A manual attempt was made to reposition the screw to open the clamp. The surgeon was able to remove the clip intraoperatively." No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a nephrectomy performed with the da vinci robot, a hem-o-lok clip remained closed and jammed during renal vein clamping, making it impossible to reopen the clamp, resulting in a significant risk of vascular avulsion. A screw came loose, and the handles detached. A manual attempt was made to reposition the screw to open the clamp. The surgeon was able to remove the clip intraoperatively." No patient harm or injury reported. The patient's status is reported as "fine".